Manufacturer narrative:
Event took place outside of the united states (in (B)(6)), and was associated with a product that is also cleared for market within the united states.

Event description:
Patient revised on (B)(6) 2019 due to dislocation after primary surgery on (B)(6) 2019. Surgeon exchanged 135/145 36/+3 humeral cup for 135/145 36/+6 humeral cup.